Event description:
Cotton ball used in covidien iodoform packing strips packaging was unknowingly placed in pt with the packing strip. When it was removed from pt for wound vac placement, cotton ball was not visualized-believed to have travelled deeper, but was found when infection was cleaned and cotton ball was removed after wound vac used to assist wound healing.